Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the ¿e315¿ was not identified. The event can be detected by following the instructions for use which state: ¿e315 indicates that a non-supported scope is connected. This message is displayed when cv-190 detects the connection of a non-supported scope and when connection failure occurs in cv-190 and scope cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The customer confirmed that the issue was resolved after replacing an unknown cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display an e315 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.